Event description:
Office reported a lap band tube leak. Tubing repair planned, with lap-band system and access port remaining implanted.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. The tubing was removed and replaced and has not been received by allergan. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."